Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began (B)(6) 2019. It was reported the trial patient mentioned when moving around to get her clothes off to void she tugged on a wire and believes it has moved from where the clinician has placed it. The patient stated she does not hurt but, has an annoying pain in her abdomen when she is holding her urine in overnight and it makes her bladder sore. The patient mentioned that feeling has gone away now. No troubleshooting was done. Patient was advised to contact her clinician with questions regarding medical advice or if she has questions about her health. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.